Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the cap could not be removed from the pump; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation the returned battery cap was able to fully tighten to the pump but was difficult to remove due to the damaged coin slot. Two of the battery cap contact heights were out of specifications. The coin slot of the battery cap was noted to be stripped. The test cap was able to fully tighten and be removed without any defects. The battery compartment was observed to be cracked at the case seal below the bumper.